Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in pacing inhibition, low pacing impedance, intermittent capture and under-sensing. Insulation fracture was suspected. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.